Event description:
A caller reported experiencing a cartridge alarm with their insulin pump. There was no adverse impact to the customer's blood glucose level as it did not exceed the specified threshold. Technical support decided to replace the pump, confirming that the new device would have updated software. The customer will use multiple daily injections (mdi) as a backup therapy while transitioning to the replacement pump. Instructions were given for placing the current pump into storage mode and returning it to the company to avoid charges, and the customer agreed to program their pump settings and connect their continuous glucose monitor (cgm) to the new pump.